Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power module assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed power module assembly was further evaluated. It determined that resistor, designator r4 on the power supply of the power module assembly was burnt due to electrical overstress; which resulted in the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Their device would not charge the battery of the device and display a low battery message. Upon evaluation of the customer¿s device, physio-control observed that the device powered itself off when attempting to charge for defibrillation therapy. This occurred when the device was connected to ac power. There was no patient use associated with the reported event.